Event description:
It was reported that the patient became unstable and the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After pre-dilatation was performed, a 4.00 x 24mm synergy xd drug-eluting stent (des) was advanced and inserted. Additional stenting of the lesion was intended but because the patient was unstable, the procedure was discontinued.

Manufacturer narrative:
D6a: implant date: corrected.

Event description:
It was reported that the patient became unstable and the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After pre-dilatation was performed, a 4.00 x 24mm synergy xd drug-eluting stent (des) was advanced and inserted. Additional stenting of the lesion was intended but because the patient was unstable, the procedure was discontinued. It was further reported that the patient was extremely nervous about the procedure and had low blood pressure. The unstable patient condition was not related to the 4.00 x 24mm stent. The physician decided not to implant a second stent.